Event description:
This pms study pt underwent carotid artery stent implantation and during the index procedure had hypoperfusion. The target lesion was left internal carotid artery described as moderately calcified, non-tortuous and 86% stenotic. An (ag) angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The vessel diameter where the angioguard was placed measured 4.6mm the target lesion was pre-dilated with an unknown balloon. One precise stent was implanted without report of difficulties. After the stent was implanted, blood flow through the target lesion stopped and the pt experienced aphasia with the hypoperfusion. No spasm was noted at the target site at any time during the procedure. The blood and debris around the lesion were suctioned by aspiration catheter (eliminate, clinical supply) and the flow returned to normal. For aphasia, intravenous drip of argatroban hydrate and edaravone were administered and he recovered on following day. According to the physician, the debris might have gone through the filter basket of the ag, and led to the tia. Medication given pre-procedure consisted of cilostazol, inra-procedure heparin sodium, and post-procedure argatroban hydrate and edaravone for a few days. Prior to the procedure, the pt has been on aspirin, cilostazol, pravastatin sodium, carvedilol and candesartan cilexetil. The pt had not residual symptoms.

Manufacturer narrative:
Note: facility lot no. Is cordis lot no. Per facility report: cordis corporation reported no product is expected to be returned to facility for eval; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, facility is unable to determine the exact cause for this incident. Facility did review the device history records relative to the manufacturing, inspecting and packaging of lot. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. This is one of two product used during the same procedure on the same pt, which is associated with mfg report # 9616099-2003-00000. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that my travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in foreign language usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to product quality issue as the angioguard performed as intended. This is one of two products used during the same procedure on the same pt, which is associated with mfg report # 9616099-2003-00000.